Event description:
It was reported that the pt was sent to the hospital again because of pain in the right lower leg and one week of intermittent claudication. Based on user info angiography showed several fractures in the stent and the right femoral artery occlusion. A re-intervention was performed but the procedure failed as the guide wire could not go through the fractured stent. Further info was not provided.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.